Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user called in stating that the seat upholstery is sagging on the chair.